Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection. Functional testing revealed that the charge time for the battery was longer than expected. It was noted that the battery had a cycle count of 309 and there was a time difference of 1283 days between the manufacturing date of the battery and the reported event date. This indicates that the battery was most likely not in use for an extended period. Hence, the battery was susceptible to an expected degradation of charge transfer capability as a result of non-usage. While the battery was able to charge fully during bench testing, it is likely that the extended period of time needed to charge fully was perceived as the reported "not charging" event. As a r result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an expected degradation of the battery as a result of non-usage over time. Investigation of this event is completed and the file will be closed. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging and the indicator on the battery charger displayed a yellow light. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.